Event description:
Healthcare professional reported approximately 2 weeks after injection with 2 syringes of juvederm voluma xc, one for each cheek, and 1 syringe of juvederm ultra plus in the nasolabial folds, the patient called the healthcare professional noting they had developed a small area of upper cheek swelling which was also slightly tender. Patient was prescribed biaxin and doxycycline "prophylactically" until they could be assessed in the office; the following day patient was reviewed; the healthcare professional noted "point tenderness along [the patient's] inferior zygomatic arch". At the time [the healthcare professional's] concern was malar edema vs. Inflammation vs. Infectious etiology". Patient was assessed during a follow appointment 4 days later; the reported tenderness ahs resolved but the patient had developed "some very mild edema and erythema along [their] left superior nasolabial fold". During a phone call the following day, the patient said that their "symptoms were improved although not totally resolved". The patient left for vacation in another state. "Patient continued [their] antibiotics but apparently missed a day and a half of antibiotics because [they] thought [they] were getting better. Two days after discontinuing the antibiotics patient developed swelling in the left cheek; patient called the healthcare professional to report that their "left cheek had increased edema and erythema". The patient stated the symptom area involved their entire left cheek; they also noted warmth and hardening of the area. Patient was instructed to return to the office immediately. Upon exam the healthcare professional noted "severe edema, erythema, and hardening of the entire left cheek and extending all the way to the inferior orbital rim". The patient was diagnosed with a biofilm and was additionally prescribed "high volume" hylenex and prednisone "secondary to severe inflammation". Approximately 1 week later patient had "almost complete resolution of symptoms". Patient was given an additional hylenex injection to the left cheek and was instructed to discontinue the prednisone but continue both the biaxin and doxycycline. If the next week is uneventful, the healthcare professional intends "to discontinue doxycycline and continue both the biaxin for a 6-8 week course"; for complete resolution of symptoms the healthcare professional anticipates the need for additional hylenex injections. This is the same event and the same patient reported under MDR ID #3005113652-2014-00200 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc.

Manufacturer narrative:
The events of tenderness, swelling, biofilm, erythema, warmth, "hardening", and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.